Event description:
I am a school nurse in xxxxx and received diastat rx for a student at my school on x/x/2014. When reviewing the package it was noted that the syringes had not been locked into place by the pharmacy and the pharmacy placed the prescription in 2 syringes instead of one. The father was notified and the pharmacy was also notified. A new order was received by this pharmacy to replace the incorrect syringes. The father brought in the new diastat package on xx/x/2014 and I reviewed this package. Again the syringes had not been locked into place. I called the pharmacy and they said they don't fill many orders for diastat so they forget to lock the syringe. They offered to lock the syringes if the father brought back the diastat. This pharmacy has not properly dispensed this medication twice now and did not seem concerned that they did not dispense this correctly. The pt did not know of the severity this kind of error could cause. The student could be overdosed because the syringes were not locked to the proper dosage. It clearly states on the package for the pharmacist to lock the syringes and verify that the green band is showing before dispensing the medication. Medication administered to or used by the pt: yes. Level of staff who discovered the error: nurse. Pt counseling provided: unk. Relevant materials provided: none. Access number: (B)(6).